Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps malfunctioned during use and, when removed from the cavity, the cable was found to have broken. The procedure was completed with no reported injury.